Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was in the 40mg/dl and 50mg/dl range. The customer states they treated with food. The customer states they have been working with their doctor to adjust insulin rates. The customer declined to troubleshoot at this time.